Event description:
The customer reports that the original product was a pilling # (B)(4). When cross-referenced to use your product, we ordered a (B)(4). Since then, the gyn clinic has had patients returning due to bleeding for cauterization of the puncture sites. The dr looked closely and found that this replacement is not the same as the pilling product. It is more rounded at the tip. Not a correct cross-reference. This device has been in use by the customer since (B)(4) 2008 through (B)(4), 2009.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Integra lifesciences corporation is filling on behalf of the initial distributor j. Jamner surgical instruments. Correspondence should be sent to: integra lifesciences corporation, (B)(4). Attention: corporate complaints coordinator.